Manufacturer narrative:
(B)(4). Device 1, 2 lot#2101010631, dom: 2020-02-17 UDI: (B)(4), device 3, 4 lot#2101021333, dom: 2020-02-25 UDI: (B)(4), device 5 lot#2101015185, dom: 2020-02-20 UDI: (B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: five ojr414 optiflow junior nasal cannulas were received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Device 5 was identified by its lot number however the lot number of the other four cannulas were unable to be confirmed. Results: visual inspection of three of the complaint cannulas revealed that the right side of the tube was detached from the cannula. Visual inspection of one of the complaint cannulas revealed that both sides of the tubes were found detached from the cannula. Visual inspection of one of the complaint cannulas revealed that the left side of the tube was detached from the cannula. For all five of the complaint cannulas returned, glue residue was observed on the surface of the detached tube and inside the cannula tube joint. Conclusion: we are unable to determine what caused the reported event. It is most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula came off the prongs. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently waiting for the complaint device and further information from the customer related to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr414 optiflow junior 2 nasal cannula came off the prongs. There was no reported patient consequence.